Event description:
Complainant alleged that during biomed testing the device was unable to deliver therapy; the threaded section of the handle was coming out of the device. Complainant indicated that there was no pt involvement in the reported malfunction.